Event description:
It was reported during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the 8mm long bipolar grasper instrument had loose and frayed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the frayed grip cable to be related to the customer reported complaint. The long bipolar grasper instrument was found to have frayed grip cable at the distal end which stuck out at the wrist and the root cause is attributed to a component failure. Additional observations not reported by the site were also identified. The long bipolar grasper instrument was found to have damaged conductor wire insulation and there was no material missing as a result. The conductor wire was exposed within the insulation and no signs of thermal damage were observed. The long bipolar grasper instrument passed an electrical continuity test and the root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.023¿ - 0.213" in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the long bipolar grasper (471400-10/n102102080067) associated with this event has been performed. Per logs, the long bipolar grasper instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the long bipolar grasper instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.